Manufacturer narrative:
Concomitant medical product: addrl1 ipg, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, high impedance. It was also noted that there was oversensing of ventricular high rates which was seen as noise on electrograms (egm). The rv lead was capped and a leadless implantable pulse generator (ipg) was placed. No patient complications have been reported as a result of this event.